Manufacturer narrative:
(B)(4) d10: concomitant devices - nexgen offset stem extension 14mm x 100mm catalog #: 00598802014 lot #: 63632065, nexgen stemmed precoat tibial component size 3 catalog #: 00598003701 lot #: 63544274, nexgen straight stem extension 18mm x 100mm catalog #: 00598801018 lot #: 63282086, nexgen cemented option femoral component left size d catalog #: 00599401491 lot #: 63746608, nexgen distal femoral augment block catalog #: 00599003410 lot #: 62999435, nexgen distal femoral augment block catalog #: 00599003410 lot #: 62963054. G2: foreign - event occurred in new zealand h10: this device was erroneously reported under an incorrect MFR, and is now being submitted under the appropriate MFR. See original report 0001822565-2024-01362. The product was evaluated through manufacturing review; however, the reported event could not be confirmed. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a left knee arthroplasty revision approximately six (6) years post-operatively to address femoral pain. Attempts have been made and no further information has been provided.